Manufacturer narrative:
The pump had a cracked case at the display window corner, cracked battery tube threads and minor scratches on the display window. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was damaged. The customer's blood glucose was 190 mg/dl at the time of incident. The customer reported that the drive support cap was protruded. The customer stated that the insulin pump was bumped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.